Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-00. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the problem was not confirmed using system logs. During testing, the erbe unit displayed error code c-34 on start and erbe log showed c-00. The unit will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was not confirmed based on failure analysis. Based on these findings, the root cause of the failure could not be determined. However, the root cause is likely an operation problem within the erbe.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, customer contacted technical support engineer (tse) during procedure to report that error c-34 appeared during procedure. Tse recommended customer reboot the integrated electrosurgical unit or erbe. The customer stated didn't work. Tse recommended to use a third-party energy device. The procedure was completed as planned with no reported injury.